Event description:
The pt experienced a shocking sensation and a loss of stimulation post-operatively device implant. High impedances were also measured on all electrode combinations except #0 to can. It was noted that the pt had 2 leads implanted. She was taken back to the operating room and the neurostimulator was replaced. Impedance checks intra and post operatively showed everything in the normal range. The pt was reported as doing fine.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.